Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 2500 ohms. Tachycardia therapy had been programmed off by the physician. No adverse patient effects were reported. The lead remains in service.